Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, the surgeon noticed that the sutures of the footprint anchor pulled out of device when he was applying tension. It is unknown how was the procedure completed and if there was a surgical delay due to the reported event, no further complications were reported.

Event description:
It was reported that during a rotator cuff repair procedure, after the anchor was placed into the bone hole, the surgeon noticed that the sutures of the footprint anchor pulled out of device when he was applying tension. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the involved device was not returned for evaluation however two devices from the same lot were returned and found that the two samples were on their original sealed packages, unopened. No defects were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference (B)(4). H11: a1: patient identifier must be in blank. There is confirmation a patient was involved but there is no specific data of the patient.